Manufacturer narrative:
This is an initial report. Investigation is in process. A final report will be submitted upon completion of the investigation. Note: hemosil acustar hit-igg (pf4-h) is sold outside of the u.s. Under part number 0009802028. This same assay is FDA cleared under k170854 and sold in the u.s. Under part number 0009800127. Due to the similarity, the incident, which occurred outside the u.s. Under part number 0009802028, is considered reportable.

Event description:
On (B)(6) 2025, the customer reported 3 patients with discrepant results between hemosil acustar hit igg (pf4-h) (negative results) and elisa method (positive results). No patient impact reported.

Manufacturer narrative:
Qc and manufacturing data for hemosil acustar hit-igg(pf4-h) were reviewed and no issues or trends were identified with the impacted lot. Based on information available, there were no issues found with the hardware; stable performance was observed. Reagent usage was also reviewed, and no aspiration issues for reagents were noted, performance was stable. The log files for the date range when the sample was run are unavailable from the customer, so a full analysis could not be completed. Hemosil acustar hit-igg (pf4-h) lot b36603 was expired. To verify performance, an in house evaluation was performed using additional lots. No errors found related to qc runs during the time period of the referenced discrepancies issues. According to the instructions for use (IFU) of hemosil acustar hit-igg(pf4-h), as per product design a % of samples may show discrepant results with other methods. For hemosil acustar hit-igg(pf4-h) vs. Two elisa assays, (B)(4), depending if the assay is performed on plasma or serum samples. These figures suggest that discrepancies may arise in specific samples when comparing hemosil acustar hit-igg (pf4-h) with other methodologies. A pf4/heparin (pf4/h) antibody assay, such as hemosil acustar hit-igg(pf4-h), is intended to be used in conjunction with a comprehensive clinical evaluation and not as a stand-alone diagnostic tool. Based on this assessment, no remedial action is required. This incident will be monitored through trending analysis.